Event description:
It was reported that stent damage occurred. A 4.00 x 16mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the packaging was damaged and the device was bent when removed out of the hoop. The procedure was completed with another of same device. No patient complications were reported.